Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: is there evidence that could suggest that the reported suture was part of a product mix in the package? I do not understand what this question is asking. Could you kindly provide the lot number, please? I do not see a lot number on the plastic carrier the suture comes in, so I don't know. The outer foil wrapper was not saved. The suture and the plastic carrier will be returned. H3 investigation summary: the product was returned to ethicon for evaluation. One used needle-suture piece and one winding former were received for analysis. The product code is sxpp1b456. During the visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, and the barbs were found along the strand. Besides that, it was observed that the ends were cut and damaged, with some crush marks noted along the suture, likely caused by a surgical instrument." As per the condition of the sample, the barbs could not be measured. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, the barbed suture was used to close the vaginal cuff. The barbed suture did not hold tissue. The surgeon removed the suture and claimed that the suture was missing barbs. A new suture was opened and the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.